Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case inside the opened carton. Solution and blood are dried on the lens. One haptic is broken from the optic including some of the optic material. This haptic was not returned. The other haptic is bent in the distal area. The optic is torn/cut into pieces. One optic portion has a long scratch. The other optic portion has split/cracked damaged areas. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of a qualified cartridge and viscoelastic with a non-qualified handpiece. The reported damage was observed. The root cause is most likely related a failure to follow the directions for use (dfu). The account used a handpiece with the lens/cartridge combination which is not qualified for use. The use of non-qualified combinations may result in delivery issues and/or damage. The cartridge was not designed to fit into the handpiece that was used. The cartridge is manufactured to fit a different handpiece. The damage observed most likely was caused by placing the cartridge in a handpiece not manufactured to fit the design of the cartridge. The manufacturer internal reference number is: (B)(4).

Event description:
A material manager reported that during an intraocular lens (iol) implant procedure, a scratch down the center of the lens was noted upon insertion. The iol was exchanged during the initial procedure. There was no harm to the patient.